Event description:
(B)(6) - it was reported by the consumer that the 9805p hydraulic lift arm screw broke during use, and the patient started to descend without command. However, she was caught by the caregiver prior to hitting the floor. There was no patient injury reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 9805p, serial number/date code is unknown. The owner's manual part number 1024492, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.